Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and in critical override. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station communication was stopped due to structured query language (sql) database access errors. A technical support specialist (tss) dialed into the station and identified that the dsclientoltp database was in suspect mode. Log analysis through baretail confirmed that communication with the server had stopped due to sql database access errors. Referring to knowledge article, drop failed for database "dsclientoltp", the database was dropped, and a full data sync was performed as per knowledge article, proper datasync procedure & how to place new db in es station, to rebuild the database. Auto-login was configured, and after rebooting the station, functionality was successfully restored. The system functioned as intended after the technical support specialist troubleshot the device.